Event description:
On 10/25/78 received an axillary augmentation with gel-filled implants. In 1980 rptr started having sleeping problems, joint & muscle problems, liver & kidney problems, nose problems, bladder problems, fatigue, & swallowing problems. Diagnosed with atypical connective tissue disease & have a positive rheumatoid factor. Rptr is unable to work & at times needs help to remember things. Devices were explanted on 6/26/95 & no bags were found, only gel. Also reports autoimmune disorder.